Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "error code 10037". Visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed alarm messages. Yes, customer's reported problem was verified. The motor was found to be displaying "10037" with keeps rotating alarm message when a prime key button is pressed during the investigation. Visually inspected the pump and found it had a torn air detector flex strip by the optical switch sensor. Root cause of the issue is unknown due to the impact could be found with the pump. What caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system had error code 10037. There is no report of any patient involvement.